Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Additional information was received from the patient on (B)(6) 2016 and it was reported that the pump was removed yesterday. The patient's history included painful neuropathy and cerebral palsy issues.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that the pain pump ¿died.¿ the patient went to the ER (emergency room) on (B)(6) 2016. A company representative came to the ER (emergency room) and interrogated the pump and confirmed that eos had occurred on (B)(6) 2016. Per the reporter the oral pain medications were not helping at all and the only thing that controls the patient¿s pain was the pump and the patient needed to get the pump replaced. The reporter was seeking a new healthcare provider to replace the pump. On (B)(6) 2016, it was further reported that pump interrogation showed that the pump hit eos (end of service) and had stopped infusing. There were no interventions taken since the pump was already stopped due to eos. Per the company representative it was normal eos 7 years. The patient was being rescheduled to get a replacement in the next month. On (B)(6) 2016, the patient reported that the pump was ¿empty¿.

Event description:
Additional information was received from a healthcare provider (hcp). The patient had no known drug allergies. Other medications taken at the time of the event included zonegran, cymbalta, effexor xr, abilify, adderall, and flomax. The patient had experienced constipation and poor sleep. The patient had transferred his care to the hcp because it was closer to home. The patient preferred the hcp assume care surrounding the replacement and take over long term management afterwards for various reasons. Prior to the battery depletion, the pump was controlling the patient's pain very well. The patient had had very limited oral medications over the past few months, making it difficult to judge exactly what his opioid requirements would be. The patient was referred to another hcp for the replacement and provided some conservative oral opioid medication to bridge him until it happened. The hcp was pleased to see that the medication was significantly decreased when rotated to morphine and that provided adequate relief. The patient would likely continue the same regimen once he returned after replacement. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.